Event description:
It was reported that the initial laparoscopic cholecystectomy procedure went well. The surgeon always checks the formation of the clips during the procedure. The case was completed with no patient consequence. Post-op there was a bile leak. It is unknown how long after the procedure or how the leak was detected. The patient was monitored and the bile leak resolved without intervention. It is unknown how long the patient was monitored or in the hospital. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the bile leak found to be coming from the most proximal or distal clip? Unknown as the bile duct leak resolved on its own without intervention. Please describe the shape of the clip(s). Surgeon states that clips were perfectly formed during the original lap chole. Were there any secondary consequences for the patient as a result of the bile leak? None that I am aware of. Is the patient expected to have a full recovery? Yes. Message from ees medical consultant: "there are two typical reasons that a post-operative bile collection will be noted. Either the cystic duct has opened due to clip failure, or tissue failure; or an accessory biliary duct was opened during dissection of the gall bladder from the liver bed, sometimes referred to as a duct of luschka. In this case, since no intervention was required, it would more typically be due to the latter issue, not a cystic duct problem which usually results in volumes high enough to require treatment." The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.